Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of high pacing lead impedance was confirmed. As receive, a partial lead (only distal portion) was returned in one piece with the helix extended, stretched and clogged with blood. Visual inspection found calcification on the ring electrode and right ventricular shock coil which is assumed to be the cause of the rise in the pacing impedance as indication on the device session records. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event was that visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. It was suspected that the rv lead was fractured. The rv lead was explanted. The patient was stable.